Manufacturer narrative:
Manufacturing site: (B)(6). The reported blue guide wire was returned for evaluation. The reported tip separation was confirmed on the returned sion blue guide wire. The outer coil was fractured and elongated for approximately 15mm from the distal-mid solder that was originally located at 20mm from the tip. The core wire was fractured at approximately 5mm distal to the distal-mid solder. The twist wire was fractured at the distal soldered end of the inner coil. Microscopic observation was performed and revealed that the fracture end of the core wire was necked by tensile stress. The fracture end of the outer coil was also found necked. These findings indicated that fracture of the sion blue guide wire was attributed to tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presume that tensile stress generated with removal had most likely contributed to separation of the tip of the sion blue guide wire. The applied stress would localize and therefore exceed the product design limit because the tip had most likely jailed by the newly deployed stent. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ separation of the guide wire.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and results of lot history records review, it was presume that tensile stress generated with removal had likely contributed to separation of the tip of the guide wire. The applied stress would localize and therefore exceed the product design limit because the tip had most likely jailed by the newly deployed stent. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was a percutaneous coronary intervention (pci) to treat a 18mm long, 75% stenosis in the proximal left anterior descending artery (lad). During the pci, the distal tip of an asahi sion blue guide wire fractured and was retained in the patient, requiring surgical intervention. The guide wire was parked in the diagonal artery to protect vessel while treating the proximal lad, allowing access to the diagonal artery in the event the diagonal artery occluded due to plaque shift from stent deployment in the lad. After stent deployment, the wire in the diagonal artery was removed, but the distal tip of the wire fractured during the process. Although attempts were made to retrieve it using a percutaneous technique, they were unsuccessful and it required surgical removal. The patient was stable after the procedure and discharged from hospital.